Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient reason and clinical reason were mentioned as inability to adapt to multifocal. The iol was explanted and exchanged with an unspecified monofocal lens during the secondary implant procedure. Additional information was received by stating, there was no further impact to the patient.

Manufacturer narrative:
The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The account indicated the use of a qualified associated cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company ccwtt0, 21.5 diopter (add power +2.2/+3.2) lens was replaced with a non-company, 20.5 diopter, monofocal lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The product has not been received to evaluate. File will be reopened if the product is received. The manufacturer internal reference number is: (B)(4).